Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not unfold inside the aorta. The seal was pulled out and a side biter clamp was used to complete the procedure. No other pt complications were reported by the hospital.